Event description:
The customer complained that a patient sample with multiple antibodies (anti-k, anti-fy(b), anti-s and warm auto antibody) yielded false negative reactions with biotestcell 3 on tango. The customer had returned neither the patient sample nor the supposedly defective product. Therefore our quality control laboratory tested the retained sample of biotestcell 3 with different antibodies and weak controls on tango. Despite the fact the complained lot was already expired all positive and negative reactions were correct. We did not observe any false negative reactions. A service visit incl. Qc run was conducted and gave no indication for any instrument malfunction. A qc run was successful. A review of instrument database showed that all camera values are in valid range. The work.phb did not contain the complaint samples. Quality of provided printouts of result images is insufficient to differentiate between neg., +/- or weak pos. Taken together there is no indication for a contribution of the device itself to the reported problem. Testing of the quality control laboratory confirmed the correct function of the allegedly defective lot of biotestcell 3. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report for this incident.